Manufacturer narrative:
Investigation summary: the evaluation revealed the targeting arm to be the primary product. An investigation was not possible because the targeting arm was not provided, the root cause of the reported proximal misdrilling could not be determined. Furthermore a review of the manufacturing and inspection documents (DHR) was not possible because the provided lot code is not listed; it must be incorrectly provided. The customer reported that the targeting arm was ¿checked in our distribution centre, the target device was normal.¿ therefore it can be assumed that the targeting arm was fully functional and the reported issue was caused by an intraoperative user error (i.e. Wrong or not completely inserted nail holding screw; bending forces were applied to the targeting arm during drilling). The IFU and surgical technique includes that the device must be checked prior every surgery regarding its functionality. No discrepancies were detected during risk analysis review. No non-conformity identified; no actions are in place. Device was never received.

Event description:
It was reported that after insertion of the proximal screw, surgeon drilled the second hole from proximal and inserted screw with feeling of the resistance. But surgeon removed the screw because the screw which missed the screw hole was confirmed from images. Surgeon tried the same procedure again but the result was the same. Surgeon inserted the screw in the fourth proximal hole and the third ap hole. Surgery was completed.

Event description:
It was reported that after insertion of the proximal screw, surgeon drilled the second hole from proximal and inserted screw with feeling of the resistance. But surgeon removed the screw because the screw which missed the screw hole was confirmed from images. Surgeon tried the same procedure again but the result was the same. Surgeon inserted the screw in the fourth proximal hole and the third ap hole. Surgery was completed.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device disposition unknown.